Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change errors occurred during the load process. Contact reported customer experienced an elevated blood glucose level of 390 (mg/dl) and delivered a correction bolus. Contact was able to replace cartridge successfully.